Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - foreign matter. Two samples and two photos were provided to our quality team for investigation. One syringe was received in a sealed package with no defects observed. The second syringe was received loose and contained a 3/8" eyelash located in the non-fluid path, positioned behind the stopper. Both photos corroborate the conditions described above. The condition observed is non-conforming per product specification. Furthermore, a device history record review was completed for provided lot number 2336147. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had foreign matter. The following information was provided by the initial reporter: hair found in plastipak 3ml. Before use. The customer says that once they opened the package of the syringe plastipak 3ml, they found a hair inside the package. Additional information provided: I checked with the customer and yes, the hair is inside the syringe. In the barrel.